Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the probe had a recognition failure sometimes. There was no patient present when this issue occurred.